Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown; the date in h4 is the date the complaint was received.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
A customer reported that on (B)(6), 2011 at 6:13 am she received a reading of 325 mg/dl on her precision xtra blood glucose meter. The customer additionally reported she experienced shakiness and went to a hospital where a reading over 500 mg/dl was obtained. The customer reportedly compared both readings, but they were not completed within ten minutes. The customer further reported she was treated with novolog insulin and the provided treatment was a change to the customer's normal medications. There was no report of death or permanent impairment associated with this event.